Manufacturer narrative:
No medwatch form was received. Final analysis found broken wires on the rf flex module which resulted in the reported loss of output.

Event description:
It was reported that the patient presented to the emergency room with an escaped rhythm of 30 beats per minute. The pulse generator exhibited an eri/eol margin short. The patient had been exposed to electrocautery on (B)(6) due to a mastectomy procedure. The product code was downloaded and cleared the eri trip. On (B)(6) 2013 the device was explanted. The device exhibited backup operation, loss of capture and microprocessor reset.